Event description:
Prong of minilap alligator grasper broke off inside patient during a lapchole (removal of gallbladder). The piece was recovered. Per op report: it was at this point of dissection during retraction of the gallbladder, that it was noted that the mini grasper on the proximal end of the gallbladder had fractured with a segment of the grasper tip embedded in the gallbladder tissue. No further dissection was performed and the fragment was grasped with an atraumatic grasper and then brought out through the umbilical port. (B)(4).